Manufacturer narrative:
The lot number was provided on june 25, 2019 and updated from unknown to 92610li00. An evaluation is still in process. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) anti-hcv result on the architect i2000sr analyzer. The following data was provided: initial (B)(6), but repeated (B)(6). There was no impact to patient management reported.